Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that on (B)(6) 2015 her daughter was hospitalized because she was unable to test using her adc blood glucose meter and test strips. The caller reported that the test strips were "sticking together", and also mentioned there was an "unknown meter issue." The caller did not provide any further information at the time of the initial call. Several attempts were made to contact the caller for additional information without success. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1517503 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.